Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room with complaint of diaphragmatic stimulation. Upon device interrogation and via x-ray, it was confirmed that the left ventricular lead had dislodged into the superior vena cava. The lead was turned off. The lead will not be revised at this time. Patient is not dependent and was stable.